Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed on merlin.net transmission. Myopotential oversensing, which was reproducible in clinic, was noted. Programming changes were made and no more oversensing episodes were noted.